Event description:
It was reported that a 2 liter eva bag leaked before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: as the sample was not available, an evaluation could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a follow-up report will be submitted. (B)(6).